Event description:
There was a problem releasing the tigerpaw system ii from the jaws. The surgeon had to pry it out of the jaws with forceps. The appendage was torn and the surgeon had to used several pledgeted stitches to stop the bleeding procedure was off pump. Pt outcome was okay.